Manufacturer narrative:
The device was received for evaluation. During functional testing, an downstream occlusion failure was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor scale factor calibration was low. The force sensor scale factor will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a downstream occlusion failure in the biomedical service department. There was no patient involvement. No additional information is available.